Manufacturer narrative:
(B)(4) - (difficulty advancing). The returned device presented indications of ductile tensile overload of the core wire approx 2.10 mm from the distal tip with a 40 cm long region of visibly stretched coil wraps beginning approximately 49.2 cm from the distal tip, with other less noticeable regions of stretched coil wraps scattered over the length of the specimen. The device also presented an offset coil condition located 3.20 to 3.30 cm from the distal tip and bends/kinks located 8.30 to 26.5 cm, 90.3 to 93.7 cm, 249.8 to 253.5 cm and 312.5 to 316.5 cm from the distal tip with camber over the remainder of the specimen length and scraped ptfe coating at the sites of the most severe kink damage. No other damage or inconsistencies are noted to the specimen at this time. The remaining joint appeared to be correct and intact by visual examination and by non-destructive testing. The most probable cause of the stretched coil and damaged coating is operational context. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. (B)(4).

Event description:
It was initially reported to boston scientific corporation on december 17, 2009, that an enteral guidewire was used during a duodenal stent placement procedure performed on (B)(6), 2009. According to the complainant, after removing the wire from the package, the distal end of the wire was "floppy like a spaghetti noodle" for about 30 to 40 cm. Therefore, the wire had zero pushability, making it difficult to pass through a cannula. There was no flaking or peeling of the guidewire coating. There was no damage or anomalies noted to the packaging or guidewire prior to use. The guidewire was not used in the pt. The procedure was completed with another enteral guidewire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; the ptfe coating peeled.